Manufacturer narrative:
It was reported to abbott, a patient had their system explanted. No other details were provided. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete event, and patient information. Further information was requested but not received.

Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2023, where the patient's system was explanted for an unknown reason.